Event description:
Additional information: it was later reported that the patient was not getting any pain relief; significant exacerbation of pain. The health care provider accessed the cfs port but was unable to draw back csf. It was indicated that the csf catheter may not have been connected to the intrathecal space. A rotor study of the pump was done and the hcp could not clearly see rotation with a bolus dose given to the patient. It was noted the patient required increased medication management since the pump was not working. An MRI of the lumbar spine without contrast was done to evaluate for a granuloma; an intrathecal catheter was not visualized. A CT scan indicated that the catheter tubing appeared discontinuous; suggestive that it may have been either disconnected or fractured. It was noted that the cause of the event was catheter breakage at the distal (spinal) segment. A catheter and pump revision/replacement was done (B)(6) 2012. The patient outcome was noted as non-serious injury/illness.

Event description:
It was initially reported that the catheter had disconnected from pump and was confirmed. Patient was to be scheduled for catheter revision/replacement. Drugs delivered via the device were hydromorphone 10mg/ml and bupivacaine 20mg/ml. Cap (catheter access port) complications were reported later; hcp had trouble accessing the cap. Appropriate kit and needles were used. It was added that via imaging, pump did not look flipped. It was later reported that the patient's pain began to return about two months ago. An MRI showed a possible catheter break and physician was having difficulty accessing the cap. The pump was visualized with fluoro, but hcp still had difficulty entering the cap. After a few additional attempts hcp was able to access the cap and the needle placement was confirmed with x-ray; however, he was not able to aspirate the catheter. The procedure was aborted and the patient was referred to the implanting physician. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, lot# l81437, implanted: (B)(6) 2001, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).